Event description:
It was reported that the patient underwent a shoulder revision surgery approximately three (3) months ago. Subsequently, the patient is being considered for a revision surgery due to an unknown reason using a custom glenosphere and a custom bearing. Attempt has been made to obtain additional information. No additional information has been received at

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110030778, +6mm lateral offset 40mm diameter glenosphere; lot#: 66178728. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. H6: component codes: mechanical (g04)- head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was being considered for an additional revision surgery using a custom glenosphere and custom bearing on an unknown date due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h4, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.